Manufacturer narrative:
Review of device history records will be conducted. A follow-up report will be issued after the investigaiton is complete.

Event description:
As reported: manta was requested to be used on an evar procedure. The leg was not ideal because the patient had a fem pop grafts located near the access site. Plus, the iliac on the right side had circumferential wall calcium which gave it a diameter of 5.3mm from the external to the common iliac. Calcium also showed in different areas near the common femoral. Physician discussed how the right cfa might not be a great vessel for manta. However, physician, being a cardiovascular surgeon, seemed okay with the idea of trying the manta even if it resulted in a cut down. Before cut down was decided, a covered stent was placed to help stop the bleeding. However, the stent did not help which resulted in the cut down. Additional information on 23mar2022: patient had a retroperitoneal bleed. Additional information on 04apr2022 - the patient received 5 units of prbc and 2 units of plasma.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an evar procedure whereas a 20f procedural sheath was used, an 18f manta was planned for closure in the right common femoral artery. Micro puncture and ultrasound guidance were utilized to gain a higher positioned access. Calcium was sporadic and the ultrasound showed mild posterior calcium present where the physician gained access. The patient also presented with fem pop grafts located near the access site. The right iliac had circumferential wall calcification giving it a diameter of 5.3mm from the external to the common iliac. Mild calcification could also be seen in areas near the common femoral. Deployment depth measured was 2.5cm + 1cm. No issues were encountered advancing or withdrawing the procedural sheaths. The proctor and cardiovascular surgeon discussed how the right common femoral artery was not an ideal candidate for manta since a fem pop was placed prior in the right leg, manta was going to be placed near the graft opening, there was only a small window area without calcium, and the access had to be placed high enough above the graft. The surgeon wanted to try even if it resulted in surgical cut down. Following deployment, a post angiogram revealed blushing, and pressures were held for 5 minutes. The other physician stepped in taking over holding pressure. Pressures were held for an additional twenty minutes followed by placement of a covered stent. However, the stent was unsuccessful in stopping the bleed and the surgeon went to a cut down, explanted manta and repaired the artery. It was later noted the patient had a significant retroperitoneal bleed requiring five units of packed blood cells and two units of plasma. The cause of the rp bleed is possibly due to the higher positioned access. However, due to no angiograms submitted for investigative purposes, insufficient information regarding initial and deployment procedures, patient conditions and environment, positioning of the manta after cut down, the root cause of this rp bleed cannot be determined. The IFU warns do not use manta in patients with severe calcification of the access vessel and/or common femoral artery stenosis resulting in a vessel <5mm in diameter for the 14f manta or <6mm in diameter for the 18f manta, or >50% diameter femoral or iliac artery stenosis. Do not use if the puncture site is proximal to the inguinal ligament or above the most inferior border of the epigastric artery (iea), as this may result in retroperitoneal bleeding. The safety and effectiveness of the manta device has not been established in patients who had previous iliofemoral intervention in region of access site, including but not limited to prior atherectomy, stenting, surgical or grafting procedures in the access area. Potential adverse events related to the deployment of vascular closure devices include retroperitoneal bleeding because of access above the inguinal ligament or the most inferior border of the epigastric artery (iea). Other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Precautions, if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include late arterial bleeding.